Manufacturer narrative:
One (1) used list # ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap was received for evaluation. The device was visually inspected. As received, the spin feature was activated in the rotational direction. All bonded components were connected. No damage or anomalies were identified. The device was functionally tested and met product performance specifications. The reported complaint of a tubing disconnection could not be confirmed. The device history review for lot number 4130567 was reviewed and there were no relevant non-conformances found.

Event description:
The customer reported the tubing connection broke on a bag spike adapter w/spiros during infusion of an unknown chemotherapy drug. It was reported the defect was at the spinning luer site of the spiros. The nurse was not wearing personal protective equipment (ppe) resulting in an unprotected exposure to the chemotherapy. No intervention was provided to the nurse. This record is to capture the first of twelve events.